Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) pacing impedance measurements greater than 2,000 ohms. The pocket was reopened and the setscrews were retightened. Acceptable pacing impedance measurements were then observed. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. This report will be updated if additional information becomes available.